Event description:
It was reported that a 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug¿ micro clear, 2 clamps, rotating luer generated a leak during patient use. The reporter stated, "leakage." The event occurred after use. The sample is contaminated with blood or body fluid and not infected. There was no reported impact of the event on the patient and medical institution worker. The reporter additionally stated that the cl connector was connected to an sa-1w, and then a disposable infuser pump was connected. The liquid did not flow, and leakage occurred around the connector. Two (2) actual samples were received respectively connected to an sa-1w. In the ¿as-received¿ condition, when the plunger was pressed, leakage occurred at the actual sample connector. Upon closely checking the connector after removing the sa-1w, stripped threads, and deformation at the tip of the male connector were confirmed. At the connectors that have no sa-1w connected, liquid can flow without leakage observed. Computed tomography (CT) inspection was performed at the connector to which sa-1w was connected, it was confirmed that the internal conduit was bent, and the valve was caught. It was also mentioned that the event was not detected prior to direct patient use. The event occurred during the infusion of fluorouracil (5fu) medication with sa-1w as the mating device involved. Furthermore, it was also mentioned that there was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure, and no medical/surgical intervention required. The devices were changed out/replaced with no further problems encountered. There are two involved problematic devices available to be tested and returned for investigation. The product was not disposed of. The same lot device sample is not available. A mating device is available to be tested. Sample pictures available showing the involved product confirming the stripped threads and deformation at the tip of the male connector with bent internal conduit and a caught valve. There was patient involvement with no delay in critical therapy. No additional information is available.

Manufacturer narrative:
A series of photos were shared by the customer, where a CT inspection is observed from inside the device, where the spike is observed to be bent, additional the seal is observed to be collapsed. No additional damage or anomalies are observed. Two (2) used samples #ir-ed31512b were returned for evaluation. Sample#1 one of the shuntless microclave was observed to be cut from the set, no physical damage or anomalies were observed. Sample #2, both shuntless microclaves were observed to be cut from the set and a silicone stick down was confirmed in each shuntless microclave. No additional damage was observed. Once the shuntless microclave #2 was dissembled both spikes were observed to be bent and a torn and coring seal damage was confirmed. No mating device was returned for evaluation. Complaints of leaks can be confirmed. The probable cause was typically due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. A device history review (DHR) was performed and no relevant commodities, discrepancies, anomalies, or nonconformances were found that might lead to the condition reported by the customer.